Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. "There was a report that the patient's control for their device, the wire was broken." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome. It was reported that the patient was experiencing lots of problems in the right hip, which their primary care doctor said was a nerve condition. The patient had an MRI and ¿they said it was good.¿ the problem was getting worse, especially if they bent over it would catch them like someone drove a knife into the patient¿s side. The patient also had a problem with their balance, as they would be walking a bit and their balance would give out. The patient had 3 hip replacements before ¿this.¿ additional information received from the consumer reported that the steps taken to resolve the right hip issues and balance problem were that they went to see 3 different doctors. There was a report that the patient's control for their device, the wire was broken. They saw someone who changed the wire and raised the signal to the patient's back. It was reported that the patient was seeing their chiropractor for adjustments.

Event description:
Additional information received from the patient reported that they had spoken with their healthcare provider in regards to the broken wire. There weren't any circumstances that had led to the wire being broken. The cable was replaced which resolved the issue.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome. It was reported that the patient was experiencing lots of problems in the right hip, which their primary care doctor said was a nerve condition. The patient had an MRI and ¿they said it was good.¿ the problem was getting worse, especially if they bent over it would catch them like someone drove a knife into the patient¿s side. The patient also had a problem with their balance, as they would be walking a bit and their balance would give out. The patient had 3 hip replacements before ¿this.¿ additional information received from the consumer reported that the steps taken to resolve the right hip issues and balance problem were that they went to see 3 different doctors. There was a report that the patient's control for their device and the wire was broken. They saw someone who changed the wire and raised the signal to the patient's back. It was reported that the patient was seeing their chiropractor for adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.